Manufacturer narrative:
The investigation was not able to determine a specific root cause. The calibration and qc data were within expectations prior to the event. However, no qc data after the event was available. Therefore, the involvement of a reagent issue was unclear. All system checks performed by the field service representative after the event were successful. It was unknown if there were any adverse events for any of the patients.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable estradiol results for multiple patient samples from analytical e module analyzer serial number (B)(4). Data was provided for eight patient samples. All results are in pg/ml. For the following samples, the original results were all accompanied by a data flag and the test automatically repeated on the same analyzer with a 1:5 dilution. The results of this first repeat testing were reported outside the laboratory. Afterwards, the user identified that the diluted result should not have been lower than the undiluted original result. The samples were manually repeated undiluted on analytical e module analyzer serial number (B)(4). Patient sample 1 initial result was 4300, the repeat result with dilution was 182.7 and the result from the other analyzer was 48.43. Patient sample 2 initial result was 4300, the repeat result with dilution was 266.7 and the result from the other analyzer was 170.3. Patient sample 3 initial result was 4300, the repeat result with dilution was 305.6 and the result from the other analyzer was 208.6. Patient sample 4 initial result was 4300, the repeat result with dilution was 253.3 and the result from the other analyzer was 157.1. Patient sample 5 initial result was 4300, the repeat result with dilution was 170.2 and the result from the other analyzer was 34.88. Patient sample 6 initial result was 4300, the repeat result with dilution was 161.4 and the result from the other analyzer was 17.16. The results from serial number (B)(4) were deemed to be correct and the reported results were corrected. Data was provided for two additional patient samples which were discrepant. Patient sample 7 initial result was 142.9 and the repeat result from the other analyzer was 51.68. Patient sample 8 initial result was 3757 and the repeat result from the other analyzer was 2242. The original results were reported outside the laboratory and were later corrected to the repeat results. The user stated her laboratory had not received any reports of adverse effects to any of the patients or their current condition. The field service representative determined there was a bad reagent pack and replaced it. He verified the analyzer operation by observing the analyzer performing correctly and per specification. He noted all system checks were successful and performance testing was acceptable. The user ran quality control with acceptable results.